Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high pacing lead impedance. Isometrics and pocket manipulation test did not produce any noise. The lead remains implanted and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the right ventricular lead was explanted due to increasing high capture threshold and pacing lead impedance. The physician elected to implant a sub-q ICD system. The patient was asymptomatic and will continue to be followed up normally.